Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. A log review was performed on system (B)(4) and confirms the monopolar curved scissors (mcs)were used along with the prograsp forceps instrument for the procedure. The mcs tip cover accessory will not be returned for failure analysis as the site disposed of the accessory following the procedure. Therefore, intuitive surgical, inc. (Isi) cannot confirm/identify any reportable failure mode(s). This complaint is a reportable event due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, arcing was observed while using the monopolar curved scissors (mcs) and there were two holes identified on the mcs tip cover accessory. When arcing was observed the instrument was next to the ureter. The site swapped out the mcs tip cover accessory and completed the procedure using the same mcs instrument without further issue. There was no reported patient injury or harm. The reporter explained that the mcs tip cover accessory will not be available for return as the site disposed of the accessory. Intuitive surgical, inc. (Isi) completed follow up with the robotics coordinator and obtained the following information: the mcs instrument was inspected prior to use and there was no observed damage. Per the customer, a rudimentary inspection was made on the cannula. The surgical staff observed the instrument arcing when tissue was being cauterized. The site confirmed monpolar coag was activated when the arcing on the instrument took place and the correct cord was connected to the instrument. The instrument was used approximately 10-20 minutes prior to the arcing event and the surgeon believes that the arcing event was due to the mcs being close to the bipolar prograsp forceps. There was no reported patient injury and there are no images available for the instrument as the surgeon does not routinely video record or take images. Additionally, the mcs tip cover accessory was installed correctly using the installation tool and there was no other damage noted to the tip cover.